Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-07860. New information received notes that the patient exhibited a recurrence of post-paced t-wave over-sensing attributed to their implantable cardioverter defibrillator and right ventricular lead. No programming changes were made following the previous intervention. The patient was stable.